Event description:
It was reported that this patient was not able to connect this device to the communicator. There was a red call doctor icon which was reported but due to the inability to connect to the communicator the reason for the red call doctor icon was not determined. No adverse patient effects were reported. The device remains implanted.